Event description:
In a previous report, we have described a problem with multiple incidents of these small bore extension sets cracking at the female luer connector. Since that report, the hospital has discussed the problems with alaris. Alaris has reported that there was a manufacturing problem that has been fixed and has offered to replace the product. They will only replace full boxes of the product. Unfortunately, when product has been replaced by the distributor, they have been replacing it with product of the same lot number, with potential for the same defect.